Event description:
It was reported that pump repeatedly displayed cgm error 42. There was no reported adverse impact to the customer. Customer successfully reset pump with assistance, rejoined sensor, and resumed insulin delivery. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.